Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead and left ventricular (lv) lead had out of range impedance measurements. The rv impedance measurement is greater than 3000 ohms and the pacing threshold is 3.0 volts at 0.5 ms. The lv impedance measurement is greater than 2000 ohms and there was no capture at 7.5 volts at 2.0 ms. The cardiac resynchronization therapy defibrillator (crt-d) device was explanted due to a suspected setscrew issue. The distal set screw did not clamp down on terminal pin of the rv lead resulting in impedance measurements greater than 3000 ohms. Torque and non-torque wrenches were used. A new crt-d device was implanted, which resulted in normal lead impedance measurements. The leads remain in service. No adverse patient effects were reported.